Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep removed and replaced the surge suppressor board. The system operates as intended.

Event description:
The customer reported that the system will not boot. The surge suppressor failed.